Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
In 2009, the patient programmed the basal rates into the infusion device and then experienced elevated blood glucose of 300 mg/dl. She bolused through the infusion device and by syringe. She believes that the infusion device deleted the basal rates without giving an alarm or error. Her normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.